Manufacturer narrative:
Batch review performed on 20 november 2017. Lot 58334k: (B)(4) items manufactured and released on 09 october 2017. Expiration date: 2018-04-19. No anomalies found related to the problem. To date, no other events have been reported on items of the same lot. On 21 november 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the slot of the distal cutting guide is completely worn out because of the excessive friction between saw blade and the guide; the saw blade is blocked into the slot because of the presence of the plastic debris. In this condition it is not possible to correctly measure the real dimension of the cutting slot. We also measured the thickness of the used blade; at the cutting edges the dimension is till 1.35 ÷ 1.4 mm (there are a few points of the blade where dimension assumed as 1.27 mm is not conformed but we can not establish if the damage of the blade was caused trying to disengage the blade from the cutting slot by using other instruments). The dimension of the my knee cutting slots are 100% functionally checked with a 1.27 blade; for these reasons it is not possible to determine with certainty that the cause is the cutting slot instead of the saw blade.

Event description:
The slot of the myknee femoral cutting guide was too tight. Even though the surgeon used a saw blade of a proper thickness (1.27 mm), it was almost impossible to perform the femoral distal cut. Because of the tightness of the slot, the myknee cutting block partially melt around the saw blade. The surgeon was forced to finish the distal cut using the conventional cutting block (the metallic one), causing a delay of operating time of about 5 minutes.